Manufacturer narrative:
Additional information: a partial lead with only the connector portion was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the right atrial lead was observed to have low pacing lead impedance and lead noise. The noise was reproducible and programming changes were made. The patient returned in-clinic for a lead extraction where the right ventricular lead was damaged during the extraction process and was explanted as well. The patient was stable after the procedure.